Manufacturer narrative:
Manufactuer's report date 10/27/1998 the device was received, and external and internal visual inspection was performed. Upon receipt, the instrument had no power and its factory seal was broken. Exterior inspection determined the pump was in generally poor condition. There were no external indicators of smoke or heat damage. Internal examination determined the following: 1) evidence of past fluid ingress around the bottom of the instrument case interior. 2)the battery pack cover at the rear had burnt, blackened areas. 3) the insulation of both positive and negative battery connection wires of the j11 connector harness were missing. Melted insualtion had dripped onto several harnesses below. 4) the instrument ac receptacle was intact with no signs of damage. The reported complaint was confirmed. It was observed that the battery was placed in the pump backwards, causing the harness wires to be incorrectly routed. Evidence of burns on the chassis were noted in two areas, below and to the sides of the instrument where the harness wires were incorrectly routed, trapping the wires between the chassis and the rear cover. It is suspected that this was done more than once when the instrument was being serviced. Mfg suspects that after repeated incorrect installations of the battery a cut in the insulation eventually caused a short of the harness wires. This would cause a potentially large current to flow through the wires, exceeding the rate current of the wire, leading the wires to heat up, the insulation to melt and the wires to self destruct. The MFR recommends that the hosp follow the service practices described in the maintenance manual when removing and installing the battery pack.

Event description:
Hosp advised this pump "smoked" in a pt care area.